Event description:
Unomedical reference number (B)(4). Event occurred in france. On 16-may-2024, it was reported that the patient's infusion set was not adhering long enough. No further information available.

Manufacturer narrative:
Patient city: (B)(6).